Event description:
It was reported there was insufficient ice. A visual ice cryoablation system was selected for use. It was noted that a sideport was not creating an iceball during the test phase. The procedure was successfully completed. There were no patient complications.